Event description:
When the aveta product was plugged in and used on three patients, the screen for the device went blank. There was no harm done to the patient, and the product was returned to the vendor.